Event description:
It was reported that the on (B)(6) 2020 a renasys touch gave the blockage alarm. It was not possible to resolve the alarm although several attempts were done: the alarm started each time the dressing or the canister were changed. The device was replaced with a second renasys touch device but the problem persisted. In the second renasys touch the y connection automatically switches on ¿on¿. The treatment continued with a third back up device. No patient harm reported. No delay.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.